Manufacturer narrative:
Additional information: date of event: exact date of event not provided, best estimate is between (B)(6) 2020-(B)(6)2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). The iol was explanted due to complaints of dysphotopsia. There was no patient injury, and no other medical or surgical intervention was required. Patient status post-op was reported as fine. Through follow-up, additional information was received confirming a non-jjsv lens was implanted as the replacement lens. No additional information was provided.

Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 09/21/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the complaint lens was received submerged in an unknown solution inside a specimen cup. A biohazard bag with handwritten notes from the customer were received as well. After cleaning the lens, visual inspection under magnification revealed that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.